Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked catheter luer was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a portion of 4fr s/l groshong catheter. The depicted portion of the device included the red flushing connector. A longitudinally aligned crack was observed in all three photographs, extending from the proximal edge of the connector into the proximal edge of one finger tab. The fracture edges appeared to be regular. The luer threads appeared to exhibit deformation. While damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include over-tightening of accessories on the luer adapter and chemical degradation of the luer material. A lot history review (lhr) of recv1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing cracked. No other information was provided.